Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electromagnetic interference was noted from the implantable cardioverter defibrillator (ICD) leading to inappropriate detection of ventricular fibrillation (vf) and high voltage therapy. A lead integrity alert (lia) was also noted to have triggered at the time. A representative of the patient reported that they had an elbow surgery that day and continued to hear alert tones the following day. The ICD remains in use. No further patient complications have been reported as a result of this event.